Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon had difficulty crossing the lesion. When it was able to cross and dilatation was performed, the balloon ruptured. Procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The device was subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear on the balloon material beginning approximately 1mm proximal of the distal markerband and extending approximately 2mm proximally across the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. A visual and tactile examination of the device identified several kinks along the length of the hypotube which is consistent with excessive force being applied to the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon had difficulty crossing the lesion. When it was able to cross and dilatation was performed, the balloon ruptured. Procedure was completed using a different device. No patient complications were reported.